Event description:
Livanova deutschland received a report that, in pre-bypass mode during the preparation stage, the venous clamp showed a red background and a wrench mark. The calibration was not possible. Medical team elected to restored the device, by turning the power on and off. Operation completed successfully. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 the serial number is unknown. Therefore also the UDI is unknown. H.4 the serial number is unknown. Therefore also the manufacturing date is unknown. H11: livanova deutschland manufactures the essenz electronic venous clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.